Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced loss of connection between the transmitter and smart device. Dexcom representative advised patient's mother to close all running background applications, remove all other connected bluetooth devices, and reset the bluetooth which was unsuccessful for the reported issue. Patient's mother was later advised to reset and update the smart device which was also unsuccessful for the reported issue. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the unit has no voltage. The reported event of a loss of connection was not confirmed. A root cause could not be determined.